Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. Quality controls (qc) recovered within acceptable ranges prior to obtaining discordant results. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced and autoaligned the sample 1 (s1) mixer and performed a quick check which passed. Qc's were performed which recovered acceptably. Siemens further investigated the issue and determined that the malfunctioning s1 mixer potentially contributed to the falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same dimension vista 500 instrument. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.